Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging 2 sinus surgeries, nasal/throat irritation or soreness, the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging the patient reported nasal/throat irritation or soreness related to a CPAP device's sound abatement foam. The patient undergoes two sinus surguries for the reported events. The reported event and its severity were reviewed by the manufacturer and based on the available information at the time of the review, the device may have caused or contributed to the reported events. The device was returned to the manufacturer's product investigation lab for evaluation. The external and internal aspect of the device was inspected. The manufacturer observed dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure and airpath, suggesting a source external to the device. The manuafcturer also observed evidence of water ingress on the bottom of the blower and the blower box. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one instance of pca reboot error(e-130) and two instances of pca continue error(e-053). The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, but a small amount of liquid ingress and dust contamination were observed and are consistent with being from an external source. Section d8, d9, h2, h3 and h6 has been updated.